Manufacturer narrative:
Date of event and patient's information has been requested.

Event description:
Customer reported the unit went to vent inop with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Due diligence attempts to obtain additional information were unsuccessful. No additional information is available. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation;